Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted after being implanted for four months. Impedances were checked prior to the ins being replaced. A revision was done and the ins was explanted and replaced. It was unknown if the issue was resolved. The patient was alive with no injury. No further patient complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that hcp only remembers the impedance was very low on one side, less than 300 ohms.

Manufacturer narrative:
Product analysis: product ID#: 37601. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.